Event description:
It was reported that, during an unknown procedure, the tip of a 2.5mm fixed handle hex driver broke off inside the patient. Procedure was completed with a backup device. All pieces were retrieved.

Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned evos fixed handles confirm the tip of the device is broken off. The broken piece was not returned with the device. This device shows significant signs of wear/usage. The clinical/medical evaluation concluded that per case details all pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.